Event description:
It is reported that the helmet tab broke upon glenosphere impaction.

Manufacturer narrative:
Evaluation summary: dimensional readings are conforming to print specifications. This type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. Root cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.